Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges being in the hospital recently.the reported event of alleges being in the hospital recently and its reported severity was reviewed by the manufacture¿s clinical expert. This event is assessed as product problem. There was no medical intervention required by the patient.there was no report of serious or permanent harm or injury the device has not yet returned to the manufacturer for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to product problem section h1 has changed to reflect a product problem. Section h6 health effect- impact code has been updated.

Manufacturer narrative:
H3 other text : device has not been returned.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges being in the hospital recently. There was no report of serious or permanent harm or injury. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.